Event description:
It was reported that during a low anterior resection procedure, the device misfired. It is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Two devices were received in good visual conditions and with cartridge reloads loaded in the devices. The reloads were received void of staples, with the washers completely cut, with the drivers exposed and with the knives recessed below the cartridge decks. The devices were tested for functionality with engineering sample reloads and the devices fired, forming all staples and cutting as intended. The cut lines were complete, the staple lines were complete and the staples were noted to have the proper b-formed shape. The device lockouts and the reload lockouts were functional. Event could not be confirmed as the devices opened and closed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information received on (B)(6) 2011: firing trigger would not close plastic to plastic thus no staple or cut. Second contour, fired but no consistent staple formation. Some staples did not staple to tissue. Instead just fell off. Two devices affected with the same problem - they were unable to close the devices to fire them. This occurred on the first firing of both devices.